Event description:
Hyperglycaemia [hyperglycaemia]. Elevated ketones [blood ketone body increased]. Pen wasn't working correctly and felt no insulin was coming out [device failure]. Wasn't receiving that correct dose of insulin due to pen wasn't working correctly [incorrect dose administered by device]. Case description: this serious spontaneous case from ireland was reported by a diabetes nurse specialist as "hyperglycaemia" beginning on (B)(6) 2018, "elevated ketones" beginning on (B)(6) 2018, "pen wasn't working correctly and felt no insulin was coming out" with an unspecified onset date, "wasn't receiving that correct dose of insulin due to pen wasn't working correctly" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novopen echo (insulin delivery device) from (B)(6) 2017 due to "type 1 diabetes mellitus". (B)(6). Patient height and body mass index not reported. Weight in section has been rounded to a whole number due to esubmitter limitation with decimal. Medical history included type 1 diabetes. (Since (B)(6) 2017). Concomitant products included - novorapid penfill (insulin aspart) solution for injection, 100 u/ml 01/--/2017 to unk, levemir penfill (insulin detemir) solution for injection, .0024 mol/l 01/--/2017 to unk. In (B)(6) 2017, the patient was commenced on novopen echo, novorapid penfill and levemir penfill. It was reported that the pen was not working correctly and the child was not receiving that correct dose of insulin due to the same since an unknown date. The patient's grandmother tried to do an air shot in the morning and felt no insulin was coming out. On (B)(6) 2018, the patient had hyperglycemia and elevated ketones with a blood glucose level of 11 mmol/l and ketones of 2 (units not reported) at 1.45 am. The patient was admitted to the hospital on (B)(6) 2018 due to hyperglycemia and elevated ketones. The patient's blood glucose was 22 mmol/l and ketones were 3 (units not reported) at 2:10 am. The patient was not in dka and was treated with fluids and a sliding scale. It was reported that the pen was swapped when brought to hospital. Treatment was ongoing and no problems were reported with the new pen. (Unspecified pen). The patient was always on novopen echo, but not necessarily the same lot number. It was reported that the patient could have 2 or 3 pens which were used interchangeably. On (B)(6) 2018, patient recovered and was discharged. Action taken to novopen echo was no change. On (B)(6) 2018 the outcome for the event "hyperglycaemia" was recovered. On (B)(6) 2018 the outcome for the event "elevated ketones" was recovered. The outcome for the event "pen wasn't working correctly and felt no insulin was coming out" was not reported. The outcome for the event "wasn't receiving that correct dose of insulin due to pen wasn't working correctly" was not reported. Investigation result: product: novopen echo, batch number: evg2909-1. A batch record review on 'hyperglycaemia' and 'defective/broken product' was found to be normal. No abnormalities relating to the observed problem were found. The batch documentation had been reviewed. Nothing abnormal was found. The electronic register was checked. No remarks. Visual and functional examinations were performed. The cartridge holder was damaged to a point where the pen could not be tested with a cartridge and needle attached. Consequently no test for dosage accuracy was possible. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it was likely that the dosage accuracy was affected at a time during use. It was confirmed that the cartridge holder was cracked where it was mounted on the pen body. It was also confirmed that the snap connection on the cartridge holder was broken off on one side. Consequently the cartridge holder would be difficult to mount on the pen body. The dose accuracy may be affected. The fault was caused by an error in novo nordisk a/s. Manufacturer's comment: the patient's grandmother tried to prepare the pen for injection before injecting the patient, but could not perform a correct flow check of the insulin. The patient was subsequently admitted to the hospital with increased blood glucose and elevated ketones. The hospital-staff suspected the patient to have a viral infection which could influence the blood glucose and cause fluctuations in the values. The rapid doubling of the blood glucose value (11 mmol/l to 22 mmol/l) from 1:45 am to 2:10 am is an atypical picture of an increase in blood glucose due to lack of insulin, but could be caused by confounding factors such as a viral infection. Additional information regarding handling of the pen, patient diet and exercise was not provided. During investigation of the suspected pen a fault/deficiency was identified, a snap was broken of the cartridge holder. The suspected pen was encompassed by the v32407 fsca and a possible causal relationship between the identified deficiency and the initial experienced hyperglycaemic event at admission cannot be excluded. Reporter comment: grandmother queried the pen, however there was a note in the patient's chart where the ward staff queried a viral infection also. Investigation result, product: novopen echo, batch number: evg2909-1. A batch record review on 'hyperglycaemia' and 'defective/broken product' was found to be normal. No abnormalities relating to the observed problem were found. The batch documentation had been reviewed. Nothing abnormal was found. The electronic register was checked. No remarks. Visual and functional examinations were performed. The cartridge holder was damaged to a point where the pen could not be tested with a cartridge and needle attached. Consequently no test for dosage accuracy was possible. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it was likely that the dosage accuracy was affected at a time during use. It was confirmed that the cartridge holder was cracked where it was mounted on the pen body. It was also confirmed that the snap connection on the cartridge holder was broken off on one side. Consequently the cartridge holder would be difficult to mount on the pen body. The dose accuracy may be affected. The fault was caused by an error in novo nordisk a/s.

Event description:
Case description: routine lab tests were run, the results were reviewed by the doctor and no significant lab results detailed. Of note, there were no changes in the patient's diet and exercise and the relative was trained in the use of device. The needles were not reused and were not attached between injections. Since last submission, the case has been updated with the following: - lab data updated - usage of device updated - narrative updated - reporter's comment updated. Reporter comment: grandmother queried the pen, however there was a note in the patient's chart where the ward staff queried a viral infection also. Diagnosis (query): documented in notes 'secondary to viral illness'